Event description:
It was reported during a distal interphalangeal joint fusin as the screw was inserted the head snapped and separated from the shaft of the screw. The shaft was left in the pt and the head was recovered. The fixation was supplemented with a k wire. The surgery was delayed by twenty mins.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.